Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator reported that they made an error and introduced air into the blood circuit. Resultant air alarms could not be resolved. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
Caregiver informed nxstage that air alarms were caused by operator error and there have been no subsequent problems. The user's guide was reviewed and provides adequate steps for troubleshooting air alarms. There is no evidence of a device malfunction. Nxstage reviewed the reported blood loss with the patient's facility. Facility has provided additional training. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.